Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2024-09594. It was reported that the during the patient's drg system explant on (B)(6), the l3 lead was discovered to be fractured. A portion of the lead was able to be explanted, there is still a portion of the lead implanted.